Event description:
The symptom info provided indicates that the customer reported defibrillator test. There was no pt involvement.

Manufacturer narrative:
(B)(4). It is unclear whether the device experienced a failure and philips has not yet verified that there was no malfunction. Philips is continuing this investigation and a final report will be sent after the investigation has been completed.